Event description:
Device bent during an lcl repair and the tip broke off. The tip remains lodged inside the implant in the pt. No adverse consequences reported with the pt due to event this device is used for treatment.